Event description:
The manufacturer received information related to a dreamstation 2 advance auto CPAP. The patient alleges the device is broken, won't work, will not light up, and that smoke was seen coming from the device. The patient alleges unplugging the device immediately after seeing the smoke and that when they plugged the device in again, it smelled like burning. The patient alleged no patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.